Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was deployed successfully; however, a valve inflow constraint was observed via fluoroscopy. Moderate paravalvular leak was noted on the aortogram and echocardiography. A post-implant balloon dilatation was performed using a 20 mm balloon. The electrocardiogram showed tachycardia, and ventricular tachycardia (v-tach) was observed. The patient was defibrillated but the condition did not improve. Cardiopulmonary resuscitation (CPR) was initiated, and a mechanical chest compression device was applied. An aortogram revealed that the valve had shifted slightly above the annulus, with aortic insufficiency present. Subsequently, a snare was used to reposition the valve to the ascending aorta. A second valve was successfully implanted. Echocardiogram confirmed that the valve was functioning well with no signs of tamponade. However, upon stopping CPR, v-tach persisted, and blood pressure remained low. Medications were administered, but the patient remined unable to overcome the v-tach and subsequently died.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed. The patient was rapid paced during the post dilation. The aortic insufficiency after the valve dislodged was severe central aortic regurgitation.

Manufacturer narrative:
Updated b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.